Manufacturer narrative:
Product is not returned to manufacturer.

Event description:
It was reported that screw had fractured when patient bit down.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint was confirmed based on x-ray provided by the dentist. Visual inspection of the radiograph provided confirmed that the screw had fractured and the portion of the screw remains lodged in the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.